Manufacturer narrative:
Common device name: catheter, urethral . Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "this past year she has had more utis than in the past, once every couple months while using this catheter. She said her symptoms are typically sharp pain in her lower front abdomen and back pain. Sometimes she will have no symptoms but at her urologist appointments they will check her urine and based on ua and urine culture will prescribe an antibiotic. She was born with spina bifida and has been cathing 4 - 6 x a day for the last 10 yrs. Her last uti was diagnosed the "day before yesterday" and she said she is taking an antibiotic to clear it. She went into see the md for bladder irrigation treatment she described as installation of an antibiotic intravesically but they could not do it at the time due to this uti and they did not want the medication to go systemically. She has had to take multiple courses of antibiotics every time she gets an infection, which again has been more frequent over the last year while using this catheter. She said also that her md states she has "pockets in her bladder" and the condition of the lining of her bladder places her at risk for uti. She often moves herself and the catheter as she caths to make sure she gets all the urine out. She also has a history of constipation caused by a variety of medications she has to take she said. She takes oral methenamine to try and prevent utis as prescribed by her urologist but they still occur. " end user further states "her and her md aren't certain as to exactly what is causing all her utis. She washes her hands prior to cathing and does cleanse her meatus with an antibacterial wipe prior to placing the catheter. She does not apply lubricant with this catheter as she said it has never felt dry with insertion before." End user was advised her lubricant with this catheter is uncoated. She said previously to this year or so she was using "medicated intermittent catheters" which were no longer available from her supplier and that is why she switched to the cure f14nc. She didn't get as many utis while she was using those prior catheters she thinks due to they were "medicated". She said her md wanted to to return to using her prior "medicated intermittent catheters" as they both think this may reduce the risk of uti." This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the uti.

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.